Manufacturer narrative:
Concomitant medical products: 407658 lead, implanted: (B)(6) 2010. Dtba1d1 crt-d, implanted: (B)(6) 2015. Product event summary: the proximal portion of the lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The left ventricular (lv) lead was returned to the manufacturer with no information and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.